Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple storage units failed. The technical support specialist (tss) was unable to troubleshoot or resolve the issue due to no response from the customer. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage units were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.